Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead. Some of the far field signals fell into blanking, however, some atrial tachy response (atr) were being counted. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead. Some of the far field signals fell into blanking, however, some atrial tachy response (atr) were being counted. Reprogramming options were discussed. Further information was received that the ra lead exhibited high capture thresholds as well as intermittent loss of capture (loc) post threshold testing. No adverse patient effects were reported. At this time, this device system remains in service.